Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Patient reported therapy turned off itself, seeing a message she has never seen before. "Stimulation is off". This is the first occurrence. Patient took the battery out and reset the controller. Caller noted that she pulled the back of the battery compartment off and was having trouble putting it back on. Patient noted she used 'brute force' and did reconnect it without breaking the part. Caller reviewed when she went to charge that morning the ins battery was red, she charged up to about 70% then left for a chiro appt and doesn't anticipate any emi interaction. Patient noted she continued seeing the chiro every 2 weeks since she was implanted and the chiropractor knows she has the device and if anything electric was used patient would have turned ins off. It was reviewed it's likely the ins low battery resulted in stim off, but this was not confirmed. Recharging information was reviewed with the patient and patient was encouraged to have the device checked by hcp if the issue persists. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient was not sure of the cause; possibly let charge get too low. Patient called a rep who instructed them how to turn on stimulation. The issue was resolved. Patient provided their weight information. No further complications were reported.